Manufacturer narrative:
E1. Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot ac9499501 and no internal actions related to the complaint was found during the review. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a smartablate tubing set and observed physically damaged by a fold while being used on the patient. The catheter was purged and irrigation was working early in the procedure. After the start of the ablation, a bubble error appears on the smartablate pump. The purge was no longer working. The tubing was jammed and kinked in the pump (it was pulled up on the top of the caster that allows irrigation). It was very difficult to get him out of it. The tubing was physically damaged by the fold. We changed the tubing for the rest of the procedure and the problem did not recur.